Manufacturer narrative:
A search for non-conformance associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device has not been returned to the manufacturer. The root cause of the complaint cannot be determined. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report or the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that on (B)(6) 2019, treatment was performed for an unruptured fusiform aneurysm at the origin of the orbitofrontal branch of the left middle cerebral artery (mca). The patient was placed on dual antiplatelet therapy the day before the procedure and the patient's pre-procedure mrs=0. The web was implanted with balloon assistance and complete hemodynamic exclusion of the aneurysm was obtained, with small overflow at the sylvian junction without circulatory slowing nor thrombus or clotting. On (B)(6) 2019, the patient presented with hemiparesis of the right upper limb and aphasia. An MRI was performed, which demonstrated multiple punctiform ischemic lesions in the left superficial sylvian territory along with the left posterior communicating artery, as well as a single punctiform ischemic lesion in the right superficial sylvian territory. Tirofiban was administered to the patient, resulting in almost complete and immediate recovery. A second endovascular procedure was then performed. Arteriography demonstrated an increase in the overflow at the sylvian junction and a significant protrusion of the web, which was caused by, according to the physician, the implantation of a too large-sized web device. Two lvis jr. Stents were implanted at the sylvian bifurcation ("y-stenting"). A post-procedure vaso CT scan demonstrated good stent placement in the artery walls with no evidence of recent ischemia or intracranial hemorrhage. Almost complete regression of the patient's neurological symptomatology was noted on (B)(6) 2019.